Manufacturer narrative:
The information was submitted to the FDA by another entity, due to the nature of the information received, it was not possible to obtain details about the serial number, initial reporter, implant date and further details of the event. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing, this led to the device to deliver inappropriate anti-tachycardia pacing (atp) bursts on a supraventricular tachycardia (svt) episode. Additionally, this ra lead exhibited high pacing thresholds, loss of capture (loc) and farfield signals on the atrial channel. The undersensing also caused some episodes that false terminated of atrial tachycardia (at) and atrial fibrillation (af). No adverse patient effects were reported. This ra lead remains in service.